Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(4) of peritonitis in a (B)(6) male patient coincident with homechoice peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized for the event. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. At the time of this report, the analysis results were pending and the culture result was unknown. On (B)(6) 2010, the patient was treated with fortum four times a day (continuing) and vancomycin once a week (loading dose). The outcome for the event of peritonitis was unknown. Pd therapy was ongoing. Per the reporter, the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.